Event description:
It was reported that upon retraction the pta balloon detached within the 7f sheath. The balloon and sheath were removed in their entirety as a single unit. Another pta balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.